Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that tower door had failed and required maintenance. The field service engineer (fse) observed that tower door was clicking upon opening. The fse logged into the hardware test application, verified the malfunction, removed the latch column, replaced the mini switches on latch 4, placed the column back into the station, and ran a functionality test. The station was restarted, and the door functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door 4 had failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.